Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic phacoemulsification console presented problems with irrigation stopped during a cataract surgery. There were system messages displayed. The patient experienced eye pain, the anterior chamber became shallow and miosis occurred. The surgery was completed successfully by re-inserting the cassette into the console. The current patient condition was not provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Service history was reviewed for the system. There was no service record relevant to the complaint reported issue found. However, the system was last serviced prior to the reported event. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).